Event description:
It was reported that the physician mistakenly refilled the pump with 2,000 mcg/ml of baclofen when the previous concentration was 500 mcg/ml. Consequently the pump had been administering the high concentration at an increased flow rate for 5 days (as the concentration was not changed during refill). Pt did not have any adverse events and the physician believed the error had been clinically beneficial. Physician was to update concentration and carefully titrate dose to avoid underdose/overdose.

Manufacturer narrative:
(B)(4).